Event description:
According to the reporter, occurred during an open low anterior resection (lar) procedure. The open stapler was being applied to the rectal stump closure. The stapler partially fired. In order to resolve the issue and complete the case, used suture. There was no patient harm. The patient outcome is alive, no injury. The surgical time was extended by thirty minutes or more due to the product problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The instrument was received loaded with a 4.8mm single use loading unit (sulu). Visual inspection of the sulu noted that all of the staples were partially advanced in the cartridge. The staples were in usable unformed condition. Only the bottom set of pushers of the sulu were in an advanced position. Functionally, the advanced staples in the sulu were reused and reset inside the cartridge and the instrument and sulu were applied to test media with proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition occurs when the loading unit is inadvertently pushed up after the firing cycle is started or improperly loaded prior to application. In these cases, only the bottom set of pushers are in contact with the thrust bar, leaving the top set of pushers unfired. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.